Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use a bd nexiva¿ closed IV catheter system malfunctioned and leaked ¿once the vein was punctured, blood began to flow at the junction between the pipe and the nexiva.¿ this malfunction resulted in blood exposure. There was no report of injury or medical intervention reported.

Manufacturer narrative:
Results: bd received one photograph from the customer in support of this complaint. Examination of the picture showed a nexiva unit with kinked extension tubing at the catheter adapter port. This damage would cause leakage as described in the report. The defect was determined to have occurred during the manufacturing process at the adhesive dispense station. If the catheter is misaligned during the insertion of the extension tube this type of damage may result. A review of the device history record revealed no irregularities during the manufacture of the reported lot number. Qn database review - no reject activities related to this defect were found for this batch. Conclusion: this defect occurs during the manufacturing process on zone 8 at the adhesive dispense station if the catheter adapter is misaligned during the insertion of the extension tube. Current process controls include routine leak testing after zone 9 as well as a 100% online flow tester in zone 8. Protocol (B)(4) was implemented in december 2017 to add an additional inspection in the 100% tubing seat depth vision system program to detect tubing that has not been inserted correctly into the catheter adapter. Batch 7125539 reported in this incident was produced during may 2017.